Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery was confirmed due to damaged batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that user has contributed to this event.

Event description:
This is a report of a colleague infusion pump with a damaged battery. The reported condition occurred upon power up. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available for evaluation.